Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/24/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2017. The patient stated that itching was noticed a day or two after insertion. On (B)(6) 2017 the patient went to an obstetrics and gynaecology appointment. While there, the nurse practitioner suggested the patient keep an eye on the skin reaction and to see a primary health provider if it worsened. No medications were prescribed. By (B)(6) 2017, the itching had increased to the point where the patient had to remove the sensor. Upon removal, the area was red and inflamed. The reaction was located on the left side of the abdomen in the shape of a red circle directly below where the adhesive had been. The patient treated with non-prescription benadryl, cerave, and neosporin. At the time of contact, it was indicated that the patient was fine and the reaction looked a lot better. No additional event or patient information is available.